Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The patient was asymptomatic. No intervention or additional information was reported.

Event description:
New information reported stated that on 07/27/17 the lead was explanted and replaced. No patient symptoms or additional information was reported.